Event description:
The customer reported the generation of erroneously low total bilirubin (tbil) and iron (fe) results for an infant patient on their dxc 700 au chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for the patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Replacement of the sample probe and r2 probe resolved the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).